Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Customer's blood glucose level was 207 mg/dl. The insulin pump alarmed failed battery test again after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected failed battery test alarm noted. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.